Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism malfunction (late deployment) or determine the root cause. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose, carbohydrate intake and insulin history as follows: (B)(6). He stated that during the activation process the needle mechanism failed to deploy the cannula and sometime after it finally fired the cannula into the infusion site.